Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. External and internal visual inspections of unit revealed exposed/ damaged wires coming from the power supply. There were no additional damaged observed with the returned power cord. In result, the test unit was able to power on by exchanging the damaged cord with a golden power supply while using the returned power cord. Customer reported power cord revealed exposed wires. ¿ unconfirmed. There were no exposed wires revealed on the returned power cord. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
The patient reported exposed wires of the power cable. The power cords were replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.